Event description:
The customer reported the occurrence of 161, 162, and 163 error codes indicating pump motor stalls had occurred during clinical use in 2000. While exact use conditions are not available, it is believed that the event was noted at flow rates <20ml/hr. The pt was reportedly not injured by the events despite the noted use of inotropic agents. The alarm systems reportedly functioned as intended, notifying the caregivers of the events.